Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer taking a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer taking a charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively, and the explanted device was discarded by the medical facility.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer taking a charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively, and the explanted device was discarded by the medical facility.